Manufacturer narrative:
Medical device problem code 1494 clarifier- indication for use. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using an 8.5f sheath. Reportedly, a suture break was noted when the plunger was pulled back. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a venotomy closure was attempted with the prostyle device after an interventional procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of performing the pre-close technique would not have contributed to the reported suture detachment. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.